Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information asthma. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information asthma. There was report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that confirmed the presence of degraded sound abatement foam. Product investigation laboratory is unable to directly address the symptoms outlined in the complaint. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. During the investigation pil observed the control knob was missing. Many small scratches were observed on the left side panel. Dust-like contamination was observed on the right side panel, and in the iso port, a protrusion of the plastic at the corner of the top cover. A small batch of scratches were observed at the rear of the bottom enclosure. Dust-like contamination was observed on the pca, on the blower cap, on the iso port, on and in the blower motor. In the base of the blower housing, and on the walls of the bottom enclosure. Pil observed potential sound abatement foam stuck to the bottom of the blower housing. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source. In box g: - date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated